Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('persistent pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dyspareunia ("deep dyspareunia"), back pain ("lower back pain"), cough ("chronic cough"), migraine without aura ("migraines without aura") and vertigo ("some vertigo"). The patient was treated with surgery (right salpingectomy with laparoscopic cornual resection). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, back pain, cough, migraine without aura and vertigo outcome was unknown. The reporter provided no causality assessment for back pain, cough, dyspareunia, menorrhagia, migraine without aura, pelvic pain and vertigo with essure. The reporter commented: removed implants available, but no batch number available. Most recent follow-up information incorporated above includes: on 5-dec-2019: patient's information (initials and date of birth) provided. Removed implants available, but no batch number available. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of device dislocation ('left intratubal migration of the essure') and pelvic pain ('persistent pelvic pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dyspareunia ("heavy dyspareunia"), back pain ("lower back pain"), cough ("chronic cough"), migraine without aura ("migraines without aura"), vertigo ("some vertigo") and dizziness ("dizziness"). The patient was treated with surgery (left salpingectomy and right salpingectomy with laparoscopic cornual resection). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, menorrhagia, dyspareunia, back pain, cough, migraine without aura, vertigo and dizziness outcome was unknown. The reporter provided no causality assessment for vertigo with essure (ess205). The reporter considered back pain, cough, device dislocation, dizziness, dyspareunia, menorrhagia, migraine without aura and pelvic pain to be related to essure (ess205). The reporter commented: essure removal due to medical reason (medically necessary). Removed implants available, but no batch number available. No follow-up is available six or more months following removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2020: quality safety evaluation of ptc. We received a complaint sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('persistent pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cough ("chronic cough"), back pain ("lower back pain"), migraine ("migraines without aura"), vertigo ("some vertigo"), menorrhagia ("menorrhagia") and dyspareunia ("deep dyspareunia"). The patient was treated with surgery (right salpingectomy with laparoscopic cornual resection). Essure was removed. At the time of the report, the pelvic pain, cough, back pain, migraine, vertigo, menorrhagia and dyspareunia outcome was unknown. The reporter provided no causality assessment for back pain, cough, dyspareunia, menorrhagia, migraine, pelvic pain and vertigo with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('persistent pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dyspareunia ("deep dyspareunia"), back pain ("lower back pain"), cough ("chronic cough"), migraine without aura ("migraines without aura") and vertigo ("some vertigo"). The patient was treated with surgery (right salpingectomy with laparoscopic cornual resection). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, back pain, cough, migraine without aura and vertigo outcome was unknown. The reporter provided no causality assessment for back pain, cough, dyspareunia, menorrhagia, migraine without aura, pelvic pain and vertigo with essure. The reporter commented: removed implants available, but no batch number available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of device dislocation ('left intratubal migration of the essure') and pelvic pain ('persistent pelvic pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dyspareunia ("heavy dyspareunia"), back pain ("lower back pain"), cough ("chronic cough"), migraine without aura ("migraines without aura"), vertigo ("some vertigo") and dizziness ("dizziness"). The patient was treated with surgery (left salpingectomy and right salpingectomy with laparoscopic cornual resection). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, menorrhagia, dyspareunia, back pain, cough, migraine without aura, vertigo and dizziness outcome was unknown. The reporter provided no causality assessment for vertigo with essure (ess205). The reporter considered back pain, cough, device dislocation, dizziness, dyspareunia, menorrhagia, migraine without aura and pelvic pain to be related to essure (ess205). The reporter commented: essure removal due to medical reason (medically necessary). Removed implants available, but no batch number available. No follow-up is available six or more months following removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2020: reporter returned essure device removal questionnaire: patient's weight (75kg) added. Essure was inserted on (B)(6) 2007. Essure model was changed to essure (ess205). Patient had already undergone a left salpingectomy due to a left intra-tubular migration of the essure (event was added, date unspecified). Left salpingectomy on (B)(6) 2019. Essure was removed due to previously reported events and (new:) dizziness. Reporter considered that essure caused or contributed to the occurrence of the event(s). Essure removal due to medical reason (medically necessary). No follow-up is available six or more months following removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.